Manufacturer narrative:
Additional concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011; 407658 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week post device change out procedure, the patient heard an alert and came to the hospital. A possible lead fracture of the pace/sense right ventricular (rv) lead was suspected. The following day, a revision procedure occurred and after the lead was disconnected from the device the lead was able to be inserted further into the device header. The physician determined that there had been a connection issue that was resolved. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.